Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2020-05536. All information including the investigation will be captured under report 1416980-2020-05536. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of an unspecified quantity of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags was defective. It was further reported that the clamps were difficult to snap shut by using only manual pressure and without tools used. Additionally, once the clamps were shut, a small piece of plastic would fall off. These issues were identified during compounding in the laminar flow hood prior to patient use. There was no patient involvement. No additional information is available.